Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and increased thresholds, either lead dislodgment of perforation were suspected to be the reason but it could not be definitely confirmed. A surgical intervention was performed and lead was removed from the generator and the data was measured by psa and x-rays was performed. The physician repositioned the lead and nd all electrical measurements were within the expected range. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and increased thresholds, either lead dislodgment or perforation were suspected to be the reason but it could not be definitely confirmed. A surgical intervention was performed and lead was removed from the generator and the data was measured by psa and x-rays was performed. The physician repositioned the lead and nd all electrical measurements were within the expected range. The lead remains in service.

Manufacturer narrative:
Correction fields: a1: patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and increased thresholds, either lead dislodgment of perforation were suspected to be the reason but it could not be definitely confirmed. A surgical intervention was performed and lead was removed from the generator and the data was measured by psa and x-rays was performed. The physician repositioned the lead and nd all electrical measurements were within the expected range. The lead remains in service.

Manufacturer narrative:
Correction fields: d6a implant year.